Event description:
It was reported that the customer had received a letter in the mail about a problem with her pump. Customer is just curious about the details and does not know if she has a problem. Customer stated that she had some severe lows, but is not sure if it is the pump's fault or her body's fault. Customer was told about the scroll wrap exchange process and the delay in replacement pumps was explained. Customer understood. No additional information provided.

Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on cld window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.